Manufacturer narrative:
Patient height reported as (B)(6). Additional product code: jds. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown orthopedic procedure on (B)(6) 2018, while being implanted in the distal humerus plate, the head of the cortex screw broke while being tightened. The head of the screw remains in the plate. Concomitant device: distal humerus plate (part unknown, lot unknown, quantity 1). This report is for one (1) 3.5mm cortex screw. This is report 1 of 1 for (B)(4).